Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 27 mg/dl following expiration of the cgm sensor and use of bg run mode. The user was transported to the hospital, admitted on (B)(6) 2026, treated with IV dextrose, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet in bg run mode after the cgm sensor expired. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported emergency treatment with IV dextrose. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed the cgm sensor expired and the user did not replace it in a timely manner. The user entered one glucose value but continued to receive basal insulin and announced a meal without consuming all carbohydrates, resulting in excess insulin delivery. Review of available information indicates the hypoglycemic event was most consistent with use-related therapy management factors, specifically failure to initiate a new sensor and mismatch between announced and consumed carbohydrates, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.